Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: a review of the pump black box revealed multiple pump reboots however the complaint of ¿no power¿ or cs alarms were not duplicated during this investigation. The pump was run on a 24 hour basal program using the returned battery with no alarms or loss of power duplicated. The pump was opened and there were no defects found on the power circuit. Unrelated to the original complaint, there was internal moisture found on the main printed circuit board and support bracket. The pump case was found to be cracked on the left side of the keypad to the case seal. Additionally, when the pump powered on, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.